Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and no failure was identified for the undefined issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump insulin delivery had stopped multiple times and a malfunction alarm had occurred. Due to the malfunction, the cause of the insulin delivery issue could not be determined. Customer's blood glucose level was 143 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.